Event description:
The customer reported that the right display of the dual display set up of the central monitoring system (cns) is intermittently turning on and off. This is the 2nd occurrence. (B)(4).